Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and replaced the keyboard assembly, which resolved the reported issue. The ventilator then passed all testing.

Event description:
It was reported that during patient use, a ventilator had an unresponsive keyboard. There was no report of patient harm as a result of this event.

Manufacturer narrative:
The device was repaired and the reported problem was isolated to contamination by foreign material. If information is provided in the future, a supplemental report will be issued.